Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt had not had low back coverage with her lead. The physician was trying to reposition the lead on (B)(6) 2011 and the lead was damaged. The physician implanted a new lead. It was reported that stimulation was captured post operation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.